Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery life has been shorter. The customer stated that on (B)(6) 2015 she changed the battery and it showed 1 bar, but the morning of the call, it showed 3 bars and the insulin pump lost power. The customer stated her blood glucose was low; she ate and then wanted to deliver a bolus when she noticed the insulin pump was off. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value is unknown. The battery cap would be replaced.